Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received motor error alarm. The customer's blood glucose was 247 mg/dl at the time of incident. The customer stated that they treated the blood glucose with the insulin pump. The customer stated that they were able to rewind the insulin pump. The customer performed displacement test and the insulin pump passed. The customer was advised to disconnect and reconnect the infusion set and reservoir. The customer found that the insulin was cloudy. The customer was advised to change the insulin. The customer performed plunger push and they were unable to push insulin through. The customer performed manual prime and fixed prime. The customer stated that the insulin pump did not alarm. The reservoir will be returned for analysis.